Event description:
During bipedicular vertebroplasty at l2 on 78 year old, after the spinejack implant was fully deployed and expanded, there was extravasation through the superior endplate of l2 into disc space during injection of cement. Cement injection was halted. At approximately 6-7 minutes after mixing the cement, the guidewire was then inserted through the hole on the expander tube of the left side's implant and rotated, at which point the implant was noted to rotate along with the expander tube. The implant was stabilized in the upright position and a new cement system was opened to inject more cement into the vertebra on the right side via a bird eye needle. The expander tube was unable to be disengaged from the left side, at which point a surgeon was called in. An incision was performed and the expander tube was cut off. A remnant of the expander tube engaged with the spinejack implant remains implanted in the patient. The patient is reported as recovering well, with no further follow-up or intervention reported at this time.

Manufacturer narrative:
Device not returned.